Event description:
According to the reporter, during a robotic rectal resection, during rectal closure, when the user tried to retract the knife, it stopped returning about 5 millimeters (mm) and could not be detached from the tissue. The button did not respond. The adapter was detached from the handle, and it was hard to turn with the manual adapter tool and could not turn. After that, the bent part was manually straightened, and the cartridge was detached from the adapter. The power handle was reconnected again to the adapter, and a forced shutdown and restart were performed, but the indicator showed a display when the cartridge was opened. The procedure was transitioned from laparoscopic surgery to laparotomy and thoracotomy, the rectum was resected with a product from another company, and a covering stoma was placed, which was not originally planned, which resulted to extended surgical time of an hour. When the connection was checked after surgery, the indicator displayed that an adapter had an abnormality.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial number: (B)(6)) sigpshell, sig power sigpshell control shell, (lot number: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: (B)(6) sigmret, sig power sigmret manual retract tool, (lot number: c8c7402x) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw was bent to one side. One side of the articulating points was broken. It was reported that during rectal closure, when the user tried to retract the knife, it stopped returning about 5-millimeters (mm) and the jaws could not be detached from the tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.